Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 07/11/2023, it was reported by a sales representative via sems that an ar-9228ag augmented glenoid primary reamer is worn. This was discovered during a case, with no patient effect reported.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint was confirmed. One unpackaged ar-9228ag serial/batch number (B)(6) was received for investigation. The returned devices were visually inspected, and it was noted nick on the cutting edges, the spring is coming out of the place. The most likely cause(s) for the reported failure is the wear and tear damage incurred over repeated usage.